Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7077707 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an lead replacement procedure and was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an lead replacement procedure and was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.